Manufacturer narrative:
The investigation results for the tsh generated with the various research kits were within the normal range. No interfering factors were detected for the tsh assay. The tsh values generated by the customer were confirmed.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information has been provided. The initial and repeat results were from the same patient sample. The patient's sample was returned for investigation. The customer's elecsys results were confirmed. The presence of an interfering factor to streptavidin was identified. This interference is covered in the package labeling. (B)(4).

Event description:
The customer alleged they received questionable free triiodothyronine (ft3), free thyroxine (ft4), and thyrotropin (tsh) results for one patient on their e601 analyzer. The patient's initial ft3 result was 13.9 pmol/l. The patient's initial ft4 result was 35.3 pmol/l. The patient's initial tsh result was 0.76 miu/ml. The customer stated patient's ft3 and ft4 results did not fit the "euthyreod" tsh and tg results and the clinical picture of the patient. The patient was tested on an "eventl centaur" method. The ft3 result was 4.42 pmol/l, the ft4 result was 12.8 pmol/l, and the tsh result was 1.13 mu/l. Information on whether the results were from the same sample was requested but not provided. Information on whether the discrepant results were reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The specific date of this event was requested but not provided. The ft3 reagent lot number was 175509; the expiration date was requested but not provided. The ft4 reagent lot number was 175155; the expiration date was requested but not provided. The tsh reagent lot number and expiration date were requested but not provided.